Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The sales consultant reported that on (B)(6) 2013 a matrix midface 6 mm self-drilling screw was being inserted into the zygomatic foramina bone and the head of the screw sheared off during the final tightening. The remainder of the screw remains implanted within the patient. It was reported that the surgery finished as planned and the patient was fine. This is 1 of 1 device for this event reported on complaint #(B)(4).